Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation at their cervical lead. The representative planned on meeting that patient on (B)(6) 2018. Additional information received from a manufacturer's representative on (B)(6) 2018. It was reported that the patient was having an ins replacement and possible lead revision to determine the cause of the loss of sensation on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID 3708160 serial# (B)(4) implanted: (B)(6)2008 product type extension.

Event description:
Additional information received from a manufacturer's representative. It was reported that the lead extension was replaced and stimulation was recovered. The patient was doing well since the extension was replaced. The representative noted that the extension would not be available to be returned. No further complications reported.